Event description:
It was reported that the #3 key on a pump keypad is "stuck". The customer stated that the letter "g" would appear with every selection and all other keys are inoperable. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The device was performance tested for 48 hours and no keypad output response anomalies were apparent. The keypad was delaminated and examined under a microscope and no failures were observed.